Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, co-workers administered an IV bag of unspecified fluids. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.